Manufacturer narrative:
An investigation is in progress. A supplemental report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for influenza a and b (negative sars-cov-2). The same sample was retested on another cobas liat and generated a positive result for influenza b only (negative for sars-cov-2 and influenza a). The same sample was retested the second time on another cobas liat and generated negative results for all targets. The customer reported the results as indeterminate. No harm was alleged. An investigation is ongoing to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although data was provided for cobas liat analyzers s/n (B)(6) and (B)(6), the alleged samples could not be found in it. Review of the provided data did not identify any instrument related issue, both instruments appear to be working well. No data was provided for cobas liat analyzer s/n (B)(6). Since data was not provided from the alleged sample, a root cause could not be identified. Possible causal factors for this discrepancy could be that the samples were a low titer at the limit of detection (lod) where results are known to waiver or be sample processing related including off-label collection and sample handling. With the provided data and through the limited investigation (including reagent lot investigation), a product quality issue was not identified. Due to lack of data and information, additional conclusions cannot be provided. ----- added lot number and exp. Date in d4. Added sample collection information, testing dates and run numbers for the first two tests in b6. Corrected b3-date of event